Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient noted phrenic nerve stimulation. An x-ray revealed the left ventricular (lv) lead had dislodged. Diaphragmatic stimulation was also noted. The lead was programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.